Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. Device was received operating in backup mode due to exposure to cold temperature. Electrical, longevity, and visual analysis was normal with no anomalies found. Correction: e1 for missing address information.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.